Event description:
The report received from the affiliate indicated that the patient had a stent assisted coil embolization of the ba-tip target lesion. During the procedure, the patient had two (2) each enterprise vrd and delivery stents implanted: one (enc452812/10027903-vrd#1) around the right posterior cerebral artery to basilar artery and the second (vrd#2- enc452212/10033187) around the left posterior cerebral artery to basilar artery. The physician then proceeded with the coil embolization. Although the p1 portion of the right posterior cerebral artery became stenosed, ten (10) coils were placed. After the coiling, angiography revealed a thrombus that was worsening over time at the p1 portion of right posterior cerebral artery. Urokinase 120000u was administrated but no sign of improvement was shown. In time, the thrombus traveled to the left posterior cerebral artery. Ozagrel sodium was administrated without sign of improvement. However, angiography showed that the blood flow had been maintained in the right posterior communicating artery. To improve the blood blow in the left posterior cerebral artery, an additional enterprise vrd and delivery stent (vrd#3-enc452812/10027903) was placed distal to the second enterprise (vrd#2) with an overlap, and the result was successful. Approximately thirty minutes later, angiography was performed again which confirmed the occlusion of right posterior cerebral artery. The level of occlusion was unknown. Afterwards, the procedure was completed. At the end of the procedure, the patient was reported to have a slight paralytic symptom and was in stable condition. The ba-tip target lesion was reported to be: not calcified/tortuous.

Manufacturer narrative:
The products remain implanted in the patient and are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 1058196-2012-00053, # 1058196-2012-00054, and # 1058196-2012-00055.

Manufacturer narrative:
During a stent assisted coil embolization with placement of two enterprise vrds to treat a basilar artery (ba) tip aneurysm there was an in-stent thrombosis with placement of a third vrd. The patient had slight paralytic symptoms. Initially, the 1st vrd (enc452812/10027903) was placed from the right posterior cerebral artery (pca) to ba and the 2nd vrd (enc452212/10033187) was placed from the left pca to ba followed by coil embolization. Although the p1 portion of the right pca became stenosed, 10 coils were placed. At the end of the coiling, angiogram revealed a thrombus that was worsening over time at the p1 portion of right pca. Urokinase 120000u was administrated but no sign of improvement was shown. In time, the thrombus traveled to the left pca. Ozagrel sodium was administrated which did not show any sign of improvement. However, angiography showed that the blood flow had been maintained in the right pca. To improve the blood blow in the left posterior cerebral artery, an additional enterprise vrd (enc452812/10027903) was placed distal to and overlapping the 2nd enterprise in the left pca with successful results. About 30 minutes later, angiogram was performed again which confirmed the occlusion of right pca. The level of occlusion was unknown. Afterwards, the procedure was completed. At the end of the procedure, the patient had a slight paralytic symptom. Heparin (unknown dosage) and argatroban hydrate (unknown dosage) is to be administrated for 4-5 days. The aneurysm neck was 5mm, and the neck to sac ratio was 5mm:8mm. The parent vessel size diameter proximal was 2mm and distally was 2mm. The characteristics of the aneurysm are unknown. No further information regarding, baseline neuro status, intra-procedural act or final occlusion rate of the aneurysm is known. Prior to implanting the vrd, a roadmaster/goodman, chikai14/asahi intec, 606-s255x (lot# unknown) were utilized. Other devices utilized during the procedure were: excelsior sl-10 str/stryker, chikai 10/asahi intec, microplex 18/terumo, target /stryker (total 2), and gdc10 (total 7). No further information is available and procedural images are not available. The products were not returned for inspection. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the implanted enterprise vrd lots. The device history record reviews also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the involved lots. The history records indicate these products were final inspection tested at lake region medical and were determined to be acceptable. Stent thrombosis and neurological deficits are known potential adverse events associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use (IFU). The IFU precautions that the performance and safety of two or more overlapped stents has not been established. Usage other than the approved labeling may involve risks not described in the labeling. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure. Please reference MFR reports # 1058196-2012-00053, # 1058196-2012-00054, and # 1058196-2012-00055.